Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a secondary med set with duo-vent spike hangar and male luer lock did not flow after opening the vented cap of the spike. The reporter stated that after observing no flow, the set was disconnected from, and reinserted into, the medication stopper of the glass container containing the medication. The reporter stated that after this was done twice, there was still no flow. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.